Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on gel.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customers¿ indicated failure mode for foreign matter on gel with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter on gel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on gel.